Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) had been alerting for ¿system over temperature¿ and ¿autofill failure¿.

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields- b5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse upon further inspection unit was able to complete an autofill and ran successfully or 30 mins. Unit passed the all manifold test. No signs of contamination. Replaced both scroll compressor and the temperature sensor out of precaution. Replaced both muffler filters as well. Unit was sent to run successfully for 1 hour. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6) clinic.a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) had over temp alarming and gas leak. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes ).

Event description:
N/a